Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board).

Event description:
It was reported the device was returned for inspection/evaluation. The device was analyzed and tested out of specification. No patient involvement or complications were reported.